Manufacturer narrative:
The user facility did not involve the local dräger s&s organization in examination of the device and repair measures. Upon follow-up communication with the hospital it was reported to dräger that the device is back in use after having been repaired by a third-party service provider. As per report, the power supply has been replaced which has put back the device into fully operable condition. It was further disclosed that log file evaluation revealed that the device posted alarms indicating the activation of the internal battery and its successive depletion. A case-specific evaluation by dräger is not possible without examination of the replaced power supply. There are multiple scenarios imaginable that can trigger a malfunction of the power supply - damage of a single electronic component may occur due to ageing, overstress or transient voltage spikes introduced by the power supply infrastructure of the hospital. A reliable differentiation is not possible due to lack of information. The details reported in regard to the alarms indicate that the device responded upon the malfunction of the power supply as designed - the first alarm was posted to signalize that the device runs on battery. According to the requirements laid down in the applicable iec standard, the device posted alarms when the residual capacity underran 20% and 10%; a power loss alarm was generated via a buzzer that is supplied by an independent power source. The feedback from the hospital must be interpreted in a way that the operator did not respond to the warnings which indicated depletion of the battery and the foreseeable shut-down. This is a scenario beyond the control mechanisms a manufacturer can establish.

Event description:
It was reported that the device suddenly shut down during use. The patient was immediately connected to another ventilator; no adverse health effects have occurred.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported that the device suddenly shut down during use. The patient was immediately connected to another ventilator; no adverse health effects have occurred.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported that the device suddenly shut down during use. The patient was immediately connected to another ventilator; no adverse health effects have occurred.